Manufacturer narrative:
(B)(6). The actual device was not available; however, a retained sample was evaluated. Visual inspection was performed with no issues noted. Functional and leak testing was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked in the air vent during priming. There was no patient involvement. No additional information is available.